Event description:
It was reported that the patient had been hospitalized with hypoglycemia. The patient's blood glucose levels had decreased to 40 mg/dl. The patient reports the paramedics had come to their home the prior night and was unable to activate a pod. The patient reports once at the emergency room the patient was provided candy and lemonade. In addition the patient reports later on in the hospital they had been treated with manual insulin. The patient reports they had been in the hospital emergency room for 1 hour.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: phone_control_android. Omnipod software app version: 3.1.1. Smartphone operating system: tp1a.220624.014.g981u1ueschyc1. Smartphone hardware: sm-g981u1. Cgm sensor type: g6.